Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-5100clx, mmt-1884xcu. Troubleshooting could not be performed as customer declined. No harm requiring medical intervention was reported. No product return is required for mmt-5100clx. No product return is required for mmt-1884xcu.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Received one opened/used simplera serter in its disabled state, one simplera sensor returned, and performed a visual inspection of the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical/cosmetic damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), none were found. Inspected the sensor for any physical damaged on the casing and passed per specification. Then performed a visual inspection and found the sensor flex to be severed. Then, proceeded to disassemble the serter, and using the sciencescope macroscope (cc-smart-4k-af), inspected the plunger, retainer, frame, and sensor carrier/snaps for physical damage and found the retainer clip was found bent. Inspected the needle retractor shoulders and no damage was found. Then inspected the insertion needle for any burrs blunt or dull tips and found the needle to be broken and detached from the retractor base. See attachment file for details. The unit was not able to advertise through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Then, proceeded to disassemble the simplera sensor using the roland cnc-machine (mdx-50). Performed a visual inspection using the sciencescope macroscope (cc-snovt-4k-af), inspected the simplera pcba board for any shot circuit, physical or moisture anomalies and none was found, also inspected the batteries for warping, also inspected both batteries for the proper measurements and none was found on both batteries, took a digital multimeter and checked the batteries and the total was found to be at 1.003v. The unit was able to pass the advertise test (the blue dongle download station) using the hardware download station (dut) as a power source, no sensordata was found on trace file, the problem was isolated to open trace.. The problem was isolated to (battery/power subsystem circuit problem). Then utilize the hw download station and the unit was able to download trace and termination result. First term reason: sensor start time timestamp error. First term reason descriptor: the sensor was terminated due to sensor start time timestamp error. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. In conclusion: the customer complaint of loss sensor signal is confirmed, likely that battery/power subsystem circuit problem contributed to the anomaly. Because the unit was already opened or used when we received it for testing, it is impossible to determine the insertion needle and the retainer clips were found damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.